Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. The capacitors were inspected and tested for cracks and no anomalies were observed.

Event description:
It was reported that the device reached elective replacement indicators (eri) within three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.